Manufacturer narrative:
It was reported to abbott that the patient had an ipg revision. Report stated that the ipg was replaced on (B)(6) 2020. The patient had not charged in six months. They forgot to charge due to dementia. No complications, therapy was restored. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended which cause the ipg to be unable to communicate with external devices. As a result, the surgical intervention occurred on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.